Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was received moisture damage at motor assembly. The pump was unable to confirm constant tone due to blank display. (B)(4).

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 252 mg/dl after the pump stopped working, and then his blood glucose went up to 377 mg/dl. The customer treated the high readings with manual injections. The customer mentioned that the screen is lit in blue and it alarmed. The customer stated that the pump was exposed to fluid in the past with no moisture visible in pump. The customer stated that the pump display went blank immediately after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.